Event description:
It was reported that a pump failed to alarm the customer when an altitude warning displayed. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.